Event description:
The customer reported that a clinician was inserting a device. There was a second clinician assisting by holding the pt still. The second clinician was not wearing gloves. The first clinician inserted the device, it functioned as intended, and laid the needle beside the bed. The clinician without the gloves sustained a scratch that broke the skin. The patient was hepatitis c positive.